Event description:
The customer reported an elevated thyroglobulin antibodies (thgab) result, above the normal reference range, for one pt, involving unicel dxi 800 access immunoassay system. Subsequent testing produced a result within the normal reference range. The elevated result was released out of the lab and questioned by the physician. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2009. The fse performed system verification protocol, no issues were noted. All system results conformed to the MFR's published performance specifications. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events.